Event description:
The lay user/patient contacted lfs on (B) (6) 2010, alleging a battery indicator on her one touch ultra meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient mentioned that the alleged issue with the battery indicator first occurred on (B) (6) 2010, at around 7:30-8:00am. At an unspecified time later, the patient exhibited symptoms of shaky. The patient then ate a banana and drank more fluids. The patient did not seek any medical attention or contacted the physician for assistance. This is not the first time the product is being used. The patient denied there was any misuse of the product. The battery needed to be replaced; however, the patient did not have a replacement battery. The meter was replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, how soon after attempting to test did the patient exhibit symptoms and how long symptoms lasted. The complaint is being reported since the patient alleged that due to the battery indicator, she was unable to test and developed symptom suggestive of hypoglycemia and had to self-treat with food.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.